Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple temperature alarms occurred. The pump was exposed to direct sunlight and the pump became hot. Reportedly, the alarms continued to occur. Customer's blood glucose level was 74 mg/dl. The customer reverted to insulin pens for insulin therapy.